Event description:
The customer stated that while climbing an incline, customer turned the front and the weld in the handlebar snapped. This caused customer to tip over and resulted in a torn rotator cuff.